Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: panel connection lost during ventilation a patient. Patient ventilation continued. 2. Health effects: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the event that was reported was described as follows: the panel connection was lost during ongoing patient ventilation. According to the complainant, the device was replaced during ventilation. Ventilation continued without interruption, and no clinical signs, symptoms or deterioration of the patient's health were reported. Investigation results: the logfile analysis showed: on the alleged date and time of the event (01.12.2024), the device had been in use in ventilation mode. The logs recorded a panel disconnection event followed by an automatic panel reconnection. Technical assessment: root cause analysis identified a hardware issue, specifically an electrical/electronic component failure: the c6 vu processor board (msp160650) was defective. As a corrective action, the board was replaced. Medical assessment: based on the available information and device logs, it was concluded that patient ventilation was maintained throughout the event without adverse clinical impact. There were no indications of harm to the patient, user, or third party. Conclusion: the root cause of the event was traced to a component failure. The issue was corrected by replacing the affected part.

Event description:
The following was reported to hamilton medical ag: 1. Detailed complaint and failure description: panel connection lost during ventilation a patient. Patient ventilation continued. 2. Health effects: clinical signs, symptoms, or conditions: none observed or reported. Health impact: no adverse health consequences or impacts occurred during the event.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.